Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. In addition, a short circuit between two implant channels was present since implantation for undetermined reasons. Furthermore, during removal surgery it was discovered that five channels migrated out of cochlea. A contribution of the reported trauma and/or the reported cochlea anomaly to the migration cannot be excluded. The implant registration card states a full insertion at the time of implantation. The problems given in the recipient report appear to match the damage found. Other mechanical damages seen during investigation are attributable to the removal surgery. This is a final report.

Event description:
The user sustained a trauma on the region of the implant. Following the incident the user could no longer hear with the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user sustained a trauma on the region of the implant. Following the incident the user could no longer hear with the device.